Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes due to suspected oversensing on this pacemaker. Technical services (ts) reviewed the device data and determined that two brief episodes of electromagnetic interference (emi) noise from an unknown external source occurred approximately two minutes apart where oversensing was noted. The patient denied exposure to unusual electrical equipment and reported no symptoms. No adverse patient effects were reported. This pacemaker remains in service.